Event description:
It was reported that during preparation for a flutter mitral procedure one farawave 31 mm was selected for being used, however the catheter could not be flushed. Use of the catheter to treat a flutter mitral constituted off-label use of the catheter. It was further reported that the blue ring surrounding the port is missing, attachment of the flush port joint was broken upon inspection at preparation phase. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
The device was not returned for analysis, however, based on the information provided in the complaint investigators were able to confirm the off label use that was reported by the field. The farawave catheter is intended only for ablations of the pulmonary veins, and thus the ablations performed on the mitral isthmus are off label. The reported luer detachment could not be confirmed as the device was not returned and the pictures provided to the investigators did not depict the reported failure.